Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the non-boston scientific right ventricular (rv) lead. Technical services (ts) was consulted and noted that there was no evidence of noise across the channels. Further, all other lead measurements were within normal limits. Ts suspected the out of range measurements were due to a spring contact anomaly and recommended continued monitoring. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.